Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive with a gray, backlit screen despite a full battery, and the device was replaced after troubleshooting. Symptoms included no reported adverse health effects, and blood glucose levels were not affected. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included telephone troubleshooting and logistical coordination for device replacement and return. Investigation of the returned device revealed a screen/display malfunction consistent with a device hardware failure affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the display component.